Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a partially fractured main tube at the distal end. The distal tip was observed to be nearly detached from the main tube; however, complete separation had not occurred at the time of return. Inspection of the internal components revealed that the internal cables within the main tube remained intact. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The missing material of the main tube near the proximal clevis was observed. The proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, causing it to crack and subsequently break. Common causes of the failure mode dislodged instrument proximal clevis include damage incurred during use, which may result from accidental drops, unintended collisions with other instruments, or excessive side loading associated with the main tube failure.